Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge tubing. There was no reported adverse impact to customer's blood glucose level. A supply change was performed resolving the issue.